Event description:
It was reported that customer experienced very high blood glucose during night while pump delivered automatic correction doses, and customer remained hyperglycemic. Customer outcome included hospitalization for ketoacidosis in endocrinology department, where insulin was given by syringe pump, and blood glucose later returned to normal with overall condition improving. There was no additional information about whether pump alerts were heard or felt, and distributor awaited further feedback from customer, with no further actions or outcomes reported.